Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery(rca) with moderate calcification and mild tortuosity. During implant of the 3.0x28 mm xience alpine stent, a dissection occurred. Another xience stent was deployed to treat the dissection and complete the procedure. There were no adverse patient sequela or clinically significant delay reported. No additional information was provided.